Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a prime issue with the pump. The patient reportedly disconnected from the pump prior to showering and after the shower, a puddle of insulin was observed. The cartridge reportedly was observed to be empty and no alarms were emitted by the pump. The patient denied suspending the pump and indicated that another person may have manipulated the pump during the shower. Reportedly, the health care provider (hcp) insisted that the pump be returned. This complaint is being reported due to the alleged malfunction noted above that remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2016 with the following findings: the last basal delivery was on 04/08/2015 at 6:51 pm. The pump was not in use from 04/08/2015 at 6:57 pm to 10/01/2015 when an active blank basal program was activated at power up. The pump was not primed and delivery was never resumed. There was one ¿call service (cs) 162¿ warning observed associated with a cartridge change on 04/04/2015. During testing, the ¿ez-prime¿ steps were performed correctly; there were no ¿cs162¿ warnings or any errors, alarms or warnings that occurred during the investigation. The pump reflected 24 units after a 24 hour 1unit/hour duration test. A 10 unit test bolus was correctly delivered and recorded. The pump was suspended and resumed correctly. The reported ¿prime issue¿ complaint was not duplicated during investigation. Unrelated to the complaint, the battery compartment was observed to be cracked below the finger pad. The display screen was also found to be dim and reddish.